Manufacturer narrative:
Lot number(s): hcg2030056; expiration date(s): 02/2014. Control: 25miu/ml hcg urine lot: hcg120809-01. The retention devices meet qc specification, details as below: 25miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=29). Verified the product number, product description, lot number, and batch record. No abnormal results were found. From retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Customer complaint was not replicated in-house with retention devices. Retention devices were tested with cut off urine control. All results met qc specification. No false negatives were observed. Mfg batch record review did not uncover any abnormalities hcg levels in serum are higher than in urine due to outside factors like hydration status or renal dysfunction. Root cause could not be determined without pt specimen in-house analysis. To date, one complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required a this time as no product deficiency was established.

Event description:
A false negative urine hcg result with henry schein one step+ hcg urine cassette test vs. Blood test was e-mailed to alere by distributor. A 20 year old female pt just had a miscarriage. She was tested on (B)(6) 2013 mid-day. Pt's urine was negative at read time of 3 mins. Since the pt reported the miscarriage, her serum was tested and it was 181 miu/ml. No urine sample available for further investigation.